Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was found to have no capture. The lead was attempted to be repositioned, however the lead was found to have perforated the ventricle resulting in cardiac tamponade. The device system was removed from the patient. A new device system is planned to be implanted at a future date. No additional adverse patient effects were reported.